Manufacturer narrative:
Section a/g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module just clicked when plugged in and did not turn on or light up at all.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues powering on the unit was confirmed via testing of the returned power module (B)(6). At the pleasanton service depot, the returned power module, serial number: (B)(6), was connected to alternating current (ac) power. The unit did not successfully power on. A clicking sound was also observed when connected to power confirming the reported event. The issue was isolated to the power supply print circuit board assembly (pcba). The units power supply was replaced. The power module then underwent functional testing following the repairs and the unit passed all tests. The power supply was forwarded to product performance engineering (ppe) for further testing. Upon receipt to the ppe department, the pcba was connected to a known functional test fixture. The unit was connected to ac power and the reported clicking sound was reproduced. Of note, the power indicator was illuminated yellow, consistent with the observed issues. The unit was connected to a test circulatory loop, controller, and system monitor. Communication to the system monitor could not be established however, the pump did start and was supported. Due to the metal encasing of the power supply pcba, further troubleshooting was unable to be performed. A root cause for the reported issues powering on the unit and the clicking noise was determined to be a compromised power supply print circuit board. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.